Event description:
Consumer reports getting erratic readings as well as many e-3 errors. Analysis run on clark error grid using mean avg reading (69) as ref. Point vs. Bd readings 20, 118 yielded data points in the d range of the grid, outside of acceptable limits.